Manufacturer narrative:
The device was implanted in (B)(6) 2017, however, the exact date is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, false pause episodes due to intermittent undersensing were observed. The device was reprogrammed and the patient was in stable condition.